Event description:
On (B)(6) 2010, father reported the up and down buttons on the infusion device were defective. Issue was first noticed with the down button when attempting to bolus 3 weeks prior. Up button started to work intermittently 1 week prior. Pt has used this infusion device since 2007 and boluses 4-5 times per day. The button pop up after being pressed. Infusion device was dropped on a rug within 48 hours of call. Infusion device was not exposed to moisture. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from health care professional or second party to address the issue.